Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer stated that the insulin pump did not alarmed threshold suspend. Customer stated that low blood glucose levels were a result of exercising. Customer's blood glucose reading was 55 mg/dl. Customer's current blood glucose reading is 150 mg/dl. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.